Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 532 mg/dl. Troubleshooting was done. Assistance was provided to the customer with regards unlocking the keypad to deliver a bolus from the insulin pump. No additional information is provided.